Event description:
The account alleged that the bed is not sending a nurse call signal to the nurse's station when the pt positioning monitor alarms at the bed.

Manufacturer narrative:
The account found that the cable that connects the power supply board to the utv board was damaged where it connects to the utv board. Repairs have not been completed.